Manufacturer narrative:
(B)(4)

Event description:
It was reported that during device interrogation, no data was displayed for battery voltage, magnet rate, impedance, and current drain. This could be due to that for unknown reason the device was not able to perform these measurements. Reprogramming solved the issue. Patient condition was good before and after the event.